Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of a leadless implantable pulse generator (ipg) it was undetermined if two of the four tines were fixated. During the pre discharge check loss of capture and no capture at max output was noted on the ipg and it was confirmed the device had dislodged. The device was removed. No patient complications have been reported as a result of this event.